Manufacturer narrative:
(B)(4). We will file a f/u MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). On 01-mar-2015, a philips field service engineer (fse) reported that while performing a planned maintenance on the ingenuity CT system, it was determined that the right fan in the data measurement system (dms) was not rotating and the fan blade was damaged. The fse confirmed the customer did not have an issue with image quality, there were no error messages displayed, and there was no harm to a patient, operator, or bystander as a result of this issue. The fse evaluated the dms fan and determined that the fan blade was damaged. The fse proactively replaced the dms fan to resolve the issue. CT engineering determined this event to be an acceptable risk and the following mitigations apply: notification to the user about temperature out of specifications before calibration; the system should be on all the time, including air condition. If not possible, special procedure to turn on the system to guarantee proper performance; temperature control hw is designed for high reliability. Its performance is checked during system installation and pm; the system checks the hw performance and provides alerts to service personnel; air calibration compensates for temperature changes; image quality daily and monthly check in instruction for use. The fse replaced the dms fan to resolve the issue. Based on the information provided, this was a proactive replacement of a damaged dms fan that was found during preventive maintenance; therefore, the cause of the damage to the fan is unable to be determined.

Event description:
A philips field service engineer (fse) reported that while performing a planned maintenance on the ingenuity CT system, it was determined that the right fan in the data measurement system (dms) was not rotating. The fse confirmed the customer did not have an issue w/image quality and there was no harm to a pt, operator, or bystander as a result of this issue. The fse evaluated the dms fan and determined that the fan blade was damaged. The fse replaced the dms fan to resolve the issue.